Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, an insulation tear was noticed on the right atrial lead. The tear was repaired with a repair kit. A bi-ventricular system was implanted successfully. The patient recovered with no complications and was discharged on (B)(6) 2018.